Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has an alarm on all the time; this condition had the potential to interrupt delivery. This condition was found in the biomedical department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during product evaluation. This condition was caused by a damaged cni/f2 ribbon cable. The cni/f2 ribbon cable was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.